Manufacturer narrative:
The results, anticoagulation therapy patient, are being reported under separate medwatch manufacturer report number 2027969-2015-00287. Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged discrepant high inratio inr results in comparison to an alternate point of care (poc) inr results. The caller did not believe the inratio results, that were performed on an anticoagulation therapy patient ((B)(6) 2015: inratio=7.4 and poc=2.6); therefore, she tested her self since she was not on anticoagulation therapy. Her results were inratio inr=4.4 and poc inr=1.1. There was no reported adverse patient sequela. The caller could not provide any additional information since the strips and monitor were discarded.